Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The plastic bumpers were cracked at the base. The devices were manufactured in 2009 and 2011 and exhibit signs of extensive wear/usage. This issue was communicated to our internal CAPA team for their awareness and consideration as well as the supplier quality team. Corrective actions were implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The devices in this complaint were manufactured prior to the implementation of those corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery instrument cracked during impaction. S&n back-up used to complete the case. No harm to patient or staff. Nothing fell into patient. No delays because back up was available. Patient survived.